Manufacturer narrative:
(B)(4). Batch # t5dm3k.   A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, as you have stated the "patient is stable in the hospital now" if the patient's hospital stay was extended due to the device event that occurred? Or is the patient's hospital stay typical for this procedure?

Event description:
It was reported that during the radical resection of rectal cancer surgery, after fired without audible feedback, difficult to remove the device, noted some staples malformed and incomplete donuts. Used suture to oversew. The surgery delayed about half hour. The patient is stable and in hospital now.

Manufacturer narrative:
(B)(4). Date sent: 01/16/2020. Additional information was requested, and the following was obtained: can you please clarify, as you have stated the "patient is stable in the hospital now" if the patient's hospital stay was extended due to the device event that occurred? Or is the patient's hospital stay typical for this procedure? Response: all answers are unobtainable.

Manufacturer narrative:
(B)(4). Device evaluation summary: the analysis performed found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut, indented and there were no staples present. During device testing the device was reloaded with staples and tested for functionality with a test washer; the device was fired over test skin; the washer was not cut, and malformed staples were observed, in addition, ferrule handle movement was noted. During firing of the device, it was noted that the adjustment knob rotated roughly ½ turn from the starting position. No conclusion could be reached based on analysis as to what caused the malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Additional analysis performed confirmed the device to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured after corrective actions were taken related to the field action.¿ the device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device performed as intended during tissue testing. Additionally performed a firing of the device on the force to fire (ftf) machine and recorded a variable measurement for back-drive. The device was reloaded with staples and fired into test skin at high b. This testing resulted in ftf of 119 lbf, a cut washer, staples that meet the manufacturing specification requirements, and back-drive measured at 67.79°. Based on the analysis performed, the most likely cause of malformed staples defect is back-drive. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.